Event description:
It was reported that the insulin pump alarmed motor error while priming the device. The blood glucose reading was 6.4mmol/l. Troubleshooting was performed, and the displacement test failed. It was stated that the drive support cap appears normal. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.